Event description:
I developed hair loss after being injected with restylane dermal filler in my temples on (B)(6) 2022. Within hours I had burning pain. I took advil and applied amica creme. After 3 days the burning pain continued on the right side of my head in line with my temple. I called the on call dr she suggested arnica and over the counter pain relief. She booked an appointment with my dermatologist who had given the restalyne lyft injections. The dr described encrusted scaring on my right scalp. She asked me to continue amica. On my next visit (B)(6), the scabs had fallen off with my hair. I had a bald patch on my right side. Photo in dr's notes. On (B)(6) the same dr administered lntralesional kenalog injections. We discussed using rogaine 5% twice daily. On (B)(6) the hair loss had not healed. The bald patch remained. She injected a second shot 3..0 mg/cc of kenalog. See dr's notes enclosed. Three weeks later we did a third shot. I still used rogaine 2x a day. No change was evident. I then tried acupuncture to increase blood flow to the bald area. I have enclosed the acupuncturists file notes. The acupuncturist treated me for scaring alopecia from (B)(6) 2022 to now (B)(6) 2022. During this time I continued with rogaine 2x a day. As of (B)(6) 2022 there has been no change or resolution to the injury. After 4 months the dr has concluded that this damage is permanent. Was diagnosed with scaring alopecia. Enclosed dermatologist notes who administered the restalyne lyft injections. Enclosed acupuncture treatments notes for partial recovery.